Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: d1: micra, model #: mc1avr1-delsys yes product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was frayed. There was a deployment issue with the delivery system. The delivery system outer shaft was bent. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The device was able to be deployed, the device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen and frayed tether, the device was able to be fully recaptured in the device cup. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra delivery system, model #: mc1avr1-delsys/ expiration date: 28-oct-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation (2021 reports): yes, return date: 17-sep-2021, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, device mfg date: 01-jun-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg) "sub par sensing numbers" were noted and r waves had dropped upon retesting and thresholds had increased over time. It was also reported that the physician felt a "slight tug" when flossing, device appeared to be pulling back from the septum and the physician didn't feel comfortable cutting the tether as it didn't appear to be stable and "felt tight as though it was twisted". The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.